Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown denali vena cava filter allegedly experienced difficult to remove. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.